Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt had a granuloma found in (B)(6)2009. The pt's pump, at that time, delivered a high rate and a high concentration of morphine sulfate (ms). The pt's health care provider (hcp) reduced the concentration and dose of the ms. It was stated that the pt had lost "a lot of weight." The pt then had only saline placed in the pump, and was given oral morphine. On (B)(6)2010, the pt experienced a nose bleed ("due to thin blood") and the pt's pump began alarming. The pt experienced withdrawal after the oral medication ran out. The pt was then seen by a neurosurgeon who stated that a granuloma still remained. No further details, pt symptoms or outcome were provided. Additional info was requested but unavailable at the time of this report. A follow-up report will be filed if additional info becomes available.